Manufacturer narrative:
B5: the reporter indicated, the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens, -05.00/+1.0/085 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021, due to excessive vaulting. The lens was replaced with a shorter lens. And the problem was resolved. H3: device evaluation not required. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, into the patients left eye (os). The surgeon plans to explant and exchange the lens. The lens remains implanted. Additional information has been requested but none has been forthcoming.